Event description:
During a maintenance check of the equipment, third party service organization representative reportedly noted the index pins were missing from the o2 yoke. Investigation/conclusion: the o2 gas block was returned to the manufacturing site for investigation. The reported complaint was confirmed. An optical eye has since been installed at the gas block test station to help prevent a recurrence.